Event description:
It was reported that a user experiencing hyperglycemia sought assistance with a supply change on an ilet system and initially requested to replace only the insulin cartridge; after being informed that a full supply change would be advisable and that tubing removal would be required, the user proceeded with a full change, and insulin delivery was resumed without alerts or alarms. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included remote troubleshooting and user education on proper supply change procedures. Investigation of this case revealed no device malfunction or component failure, and the event was associated with user handling related to partial versus full supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.